Event description:
Reporter indicated that pt has lost their voice and is not able to speak following vns implant surgery. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.